Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device nor the data logs were returned for evaluation. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25671 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 a health effect - impact code was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25671.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that when implanting the impella cp initially had great waveforms and flows. The physician repositioned the pump during sheath exchange. Shortly after sheath exchanged the waveforms suddenly changed followed by a decrease in flows, ultimately below 1 lpm, and motor current was essentially flat, angiographically pump remained across the valve in what appeared to be an adequate position. The impella cp was exchanged for a new one, successfully. The patient survived the event.